Event description:
A malfunction was reported by a distributor in france involving a pump that showed a specific error code. There was no information available regarding the impact on the customer¿s blood glucose level. The pump was expected to be returned for inspection, and a replacement pump was arranged for the customer.